Event description:
It was reported that a cannulated trapezium drill (part# 03.226.003, serial# (B)(4)) has a k-wire and bone jammed in it and cannot be removed. This was discovered on (B)(6) 2015. It was not discovered during the case. It was discovered in the workroom after the case. It is unknown when the wire and bone were stuck in there. The device is apart of field equipment. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. There was patient involvement associated with the event; however, the complained issue was not discovered until after the unidentified surgery (as previously reported) and additional information is not available. (B)(4). Synthes manufacturing location identified during device history record review and corrected. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: event date: unknown. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.